Manufacturer narrative:
The reported event could be not confirmed, since the device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. H3 other text : device disposition unknown

Event description:
As reported: "the surgeon tried to fix the calcaneus mesh plate with 3.5 mm variax2 locking screws during surgery. 7 screws from the mesh were not tightened, went loose and a small chip came off the thread of some of them. Replacements were available to complete the medical procedure successfully."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the surgeon tried to fix the calcaneus mesh plate with 3.5 mm variax2 locking screws during surgery. 7 screws from the mesh were not tightened, went loose and a small chip came off the thread of some of them. Replacements were available to complete the medical procedure successfully."